Event description:
It was reported to boston scientific corp that a uromax ultra balloon dilatation catheter was used during an intracorporeal lithotripsy procedure. According to the complainant, within five minutes of dilatation, the balloon dilator unexpectedly deflated. When the physician removed and checked the balloon dilator, the balloon had a leak. The physician completed the procedure with another uromax ultra balloon dilatation catheter. The condition of the pt following the event was reported as "ok".

Manufacturer narrative:
(B)(4).